Event description:
One of the lens haptic was found bent upon opening the lens carrier.

Manufacturer narrative:
Results: other - the lens was received positioned incorrectly in the open lens carrier. One of the haptic is broken. Both haptic were found with the lens. The cause of the malfunction cannot be determined.